Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) was at normal end of service. The patient had a pre-operation appointment for the ins replacement on (B)(6) 2014.

Event description:
It was reported that there was a problem with the patient programmer and the programmer would not do telemetry with or without the antenna. This appeared to have occurred through product use. The patient further reported there was a communication and coupling problem with the recharger and they were not able to sync with the implantable neurostimulator (ins) using the patient programmer. The patient had received a replacement recharger, but the device was still not working. No coupling boxes had appeared on the recharger screen and the patient kept getting a reposition the recharger antenna screen. The patient had repositioned the antenna and turned the dial many times, but the coupling boxes would not come on the recharger screen. The recharger had taken a charge from the desktop charger and the patient had been trying to charge the ins since yesterday. During troubleshooting the patient got the reposition antenna screen when start charge was pressed and after the dial was moved down 0.25 inches. The patient had tried to use the patient programmer with the antenna and a warning screen to reposition the antenna came up. The patient then pressed the sync key and a poor communication screen came up. The patient had not seen a ¿doctor icon¿ on the recharger or patient programmer screen. The ins was last charged a month ago and the patient did not have any upcoming appointments with their healthcare professional, but an appointment was being set up to discuss replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).